Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was on the case of the reservoir tube side, the case of the battery tube side, and the physical damage to the pump's retainer ring. The customer stated that the pump won't turn on. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacements unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was pushed back in the right position, monitored and no blank display noted. Unit was successfully downloaded using thump software for reference. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. The baat tool recorded the following: battery cycle 3.0 received the lowbatteryalert (104) on 01/13/2025 06:22:00 after more than 7 days at 34.26 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed active and sleep measurement current test. After pushing the battery tube assembly back into position, no blank display noted during testing. No low battery alarms or unexpected battery power loss noted during testing. Pump received with normal operating currents. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Unit was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly and electronic housing unit. The following cosmetic damages were noted: cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage (faded), cracked case, cracked keypad overlay, stained keypad overlay, missing display window/cover, cracked lcd window, broken belt clip rails, scratched case, and pillowing keypad overlay. In summary, customer allegations for crack in reservoir tube side and retainer ring were not confirmed when p-cap and reservoir locked properly into reservoir compartment during testing. However, customer allegations for crack in battery tube side were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted. In addition, blank display was also observed. After battery tube assembly was pushed back in the right position, monitored and no blank display noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.